Manufacturer narrative:
Product analysis (B)(4): evaluation process: performed visual inspection iaw (B)(4): -scrapes and gouges on upper and lower cases. -large scratch on left side of front panel overlay performed baseline performance testing iaw (B)(4): -no issue noted -the physical damage identified had no impact to functionality of the unit. -error log indicates that the ucb real time clock battery died on or after (B)(4) 2014 during performance of electrical safety hi-pot testing iaw (B)(4), the condor power supply failed (arcing was detected). Subsequent attempts to power unit on failed as the 24vdc output of the condor power supply was unavailable. Replacement of power supply restored system functionality. Root cause: -no performance issues noted. -the physical damage is consistent with rough handling in the field. -the case staining is due to the use of aggressive cleaning agents in the field and does not affect system performance. -the ucb real-time clock battery died due to age. The dead battery results in a resetting of the system clock to 12:00am (B)(4) 2013 which results in inaccurate time stamping of attached devices and prevents detection of expired devices. The condor failed internally (arcing) during application of 4000vac to the monopolar connector. (B)(4). Patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
Generator returned as a non-complaint but during servicing it was discovered and reported that during electrical safety testing arcing was detected and the power supply failed.